Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.h3: device has not been returned to manufacturer.

Event description:
It was reported that the device failed the downstream occlusion test. No adverse patient effects were reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in used condition, a broken pin inside the lemo connector, and a scratched lcd lens. There was no evidence in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the inoperable downstream occlusion was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.